Manufacturer narrative:
During a review of the vigilance system and advisory notice procedure a gap was noted in relation to the regulatory reporting of "same/similar" products. Reporting positions and procedures were updated to comply with regulatory requirements. For "same/similar" products a retrospective review of complaints for a 2 year period (shelf life of the products) was performed. Reportable cases were identified, this MDR is a retrospective filing that was identified during this review. Investigation results: a review of batch history record and deviation history indicated that no relevant non-conformances and deviations noted and the quality control (qc) release data met qc specification. The retained product testing indicated the product performed as expected with qc cut off standard and high hcg clinical urine sample. The customer's observation was not replicated. Recommendation: according to updated information provided, customer place 4 drops of urine onto the test pad and wait the required time usually 5 minutes, as directions for use in pi, hold the dropper vertically and transfer 3 full drops of urine (approx. 100 microlitres) to the specimen well (s) of the test device. Read the result at 3-4 minutes. Do not interpret results after the appropriate read time. It is important to get the expected result. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. In conclusion, from the investigation no product deficiency was identified. This complaint will be tracked and trended. It was reported that the customer experienced multiple false-negative results. This MDR is related to MDR 3005641941-2021-00001 and 3005641941-2021-00002.

Event description:
It was reported on the 26th feb 2020 by e-mail that the customer experienced a false-negative result for hcg one step pregnancy test device (urine) for lot hcg9050151 on an unspecified date. The customer stated that they read the test between 3-4 minutes which indicated a negative result. It is a gynecological preoperative procedure to administer the hcg test. Then after the patient was transported to the operating theatre the test was re-read 30-60 mins later and was a positive result with a faint line. Blood test was completed which confirmed positive result for pregnancy.